Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high accutni results on several patients' samples that were generated by the access 2 immunoassay system. The original sample resulted in the risk stratification range. Upon repeat the results were in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within the customer's established ranges. A field service engineer (fse) was dispatched on 09/08/2010: performed a system check which met specifications. Replaced the mixer pulleys and set the wash arm alignment. While verifying dispense volumes, bubbles were noted. The fse replaced the peri-pump, wash pump seal and belt. The wash buffer fitting to the wash pump was loose and was tightened. Performed a high sensitivity (hs) system check which met specifications. Although hardware issues were addressed, no definitive device failure could be determined.